Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/15/2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause could not be determined via data.

Manufacturer narrative:
(B)(4). Describe event or problem - additional information. Device availability - additional information. Date received by manufacturer - additional information. Type of report - follow up. Follow up type - additional information / device evaluation. Device evaluated by manufacturer / evaluation summary - additional information. Event problem and evaluation codes - additional information. Additional narrative/date - additional information.

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the nordic bluetooth device, global transmitter final functional test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned device. The probable cause was the transmitter and app were unable to restore the connection.